Event description:
Teleflex recall reference number #: (B)(4). [Redacted name] received a 140-page recall document in the mail at [redacted name] on [redacted date]. 1. The file size was too large to scan and share electronically (internally with (B)(6) health system and externally from teleflex). 2. The format was incompatible with software to transcribe from pdf to excel (excel is required for the health system to match purchase history). Manufacturer refused to send the notification in a format that allowed for transcription. Impact to patients and safety: delay in recall communication to our health system, which resulted in a delay of sequestering product. Impaired recall management teams¿ ability to strategically act upon the notification as a health system.